Manufacturer narrative:
Concomitant products: product ID 8711, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8840, serial # unknown, product type programmer, physician.

Event description:
It was initially reported that the patient was already an inpatient at the time of the event. The patient had a device implanted on (B)(6) 2008 with a daily dose of gabalon of 50mcg. On (B)(6) 2008 the patient experienced a paralytic ileus and urinary retention. The paralytic ileus and urinary retention required an investigational drug dose change. The paralytic ileus required a drug therapy change. The patient was administered metoclopramide between (B)(6) 2008. On (B)(6) 2008, the daily dose of gabalon was reduced to 40 mcg/day due to the onset of a bowel obstruction. The patient subsequently recovered from the blockage. The patient experienced worsened spasticity and the daily dose was increased to 60 mcg on (B)(6) 2008. The paralytic ileus and urinary retention were moderate in severity; not serious; probably related to the investigational drug; and unrelated to the device, catheter, programmer or procedure. The patient recovered from both the paralytic ileus and urinary retention at an assessment on (B)(6) 2008. The patient outcome related to the worsened spasticity was unknown. A refill occurred on (B)(6) 2008 and the dose was reported as changed to 60 mcg but this information was corrected actually to decreased to 34.0 mcg/day. On (B)(6) 2008, the patient was noted to have an improvement in spasticity and activities of daily living (adl) function with therapy noted as effective. Therapy was still noted as effective with improved spasticity and adl¿s on (B)(6) 2008. A refill also occurred on this day with dose changed to 40 mcg for spasm control. Further, additional information received reported that the patient experienced urinary retention and excessive decrease in muscle strength and muscle tone. Classification of the adverse event excessive decrease in muscle strength and muscle tone was not severe and there was causality. It was further reported that intracranial hypotension occurred; onset of event is unknown as reported. Classification of the adverse event intracranial hypotension was indicated as not having been severe and there was causality. Please note, the patient's initials were also reported as "sk." Should additional information be received a supplemental report will be filed.